Event description:
It was reported that the patient presented for follow-up. Several vt/vf episodes were observed. Decreased sensing and increased pacing capture threshold were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.